Event description:
It was reported that the programmer displayed an error message upon power up. The programmer was returned for service. It was indicated that there was no patient impact as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. ECG (electrocardiogram) connector appears to be loose. System errors found in the programmer error log.